Manufacturer narrative:
An o2 pressure solenoid (psol) and a flow sensor were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that service engineer (se) inspected the device and replaced the flow sensor and mix pressure solenoids (psols) valve.

Manufacturer narrative:
(B)(4). The customer reported that extended self-testing on the device was performed and all tests passed. The issue did not reoccur.

Event description:
It was reported that, when a clinician attempted to connect the patient to the 980 ventilator, a error message was generated. Although the ventilator continued to ventilate the patient, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.